Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. Detailed analysis could not identify a specific cause.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. Device reached eos battery status after less than eighteen months implanted. An explant procedure was scheduled. This icm device was explanted. Another icm device was implanted to continue monitoring. Device has not been returned. No adverse patient effects were reported. Subsequently the icm device has been returned and analysis performed.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. Device reached eos battery status after less than eighteen months implanted. An explant procedure was scheduled. This icm device was explanted. Another icm device was implanted to continue monitoring. Device has not been returned. No adverse patient effects were reported.